Event description:
It was reported that the bd¿ phlebotomy sharps collector was chipped at one of the four corners. The following information was provided by the initial reporter, translated from japanese to english: (B)(6).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: according to the DHR review process, the result showed there were no issues reported as base damaged during the manufacturing process of the lot number (2023945) reported under this customer complaint. Also, a review of the ncmr¿s was performed; the result showed no ncmr¿s reported for the same issue and part number throughout the last twelve months. Potential root cause: ¿ product damaged during the transshipped process made by bd¿s second provider. ¿ non-controlled method to ship partial boxes to end user. ¿ product damaged during the shipment or distribution. ¿ incorrect repackaging at the time to perform partial sales. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect base damages (broken, cracked or any other condition non-conformant). If additional information that helps to find the root cause can be provided, then a new complaint record will be open to initiate a new investigation path. All the complaint information was captured also for tracking and trending purposes.

Event description:
It was reported that the bd¿ phlebotomy sharps collector was chipped at one of the four corners. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged base of sharps collector. The base was found to chipped at one of the four corners.